Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer's current blood glucose level was 366 mg/dl. Customer stated that piston was not pushing insulin. Displacement test and self test was passed. The customer was using insulin pump within 48 hours of high blood glucose incident. The customer had treated the high blood glucose using insulin pump. The auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.